Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70 cm.

Event description:
A report was received that the patient had lost some weight since being implanted(not device related) and now she can feel the leads and ipg in her back.

Manufacturer narrative:
Additional information was received that there was no issue of skin breakage.

Event description:
A report was received that the patient had lost some weight since being implanted (not device related) and now she can feel the leads and ipg in her back.